Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dialudid via an implantable pump. It was reported the patient had a stroke in july and was in the hospital. As a result, it was indicated the patient missed their refill and their pump ran empty. The patient has not been able to get in to see their healthcare provider and stated their pump was currently empty. The patient also stated their pump was dry because they did not like the medication [dilaudid]. The patient stated they did not feel comfortable with the medication and wanted their physician to put a different drug in the pump. The patient has been receiving dilaudid since implant in 2015. The patient had an upcoming appointment to see their physician in the next week.